Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) balloon due to the balloon not providing enough pressure. The patient was experiencing reoccurring incontinence. The patient is expected to fully recover following the procedure.